Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant of a left ventricular (lv) lead, a dissection of the vein occurred due to the slittable inner catheter. The lv lead was not implanted. The patient's condition was stable following the procedure.